Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the returned ligator head had only one band attached. The trip wire was secured in the handle slot. The device was observed under magnification, the ligator head teeth were inspected and no damage was noted. Per media analysis on the provided photo, it was observed that the handle was inside of the tray, and no devices damages were noted from the photo. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that only one band was attached in the returned ligator head, and the trip wire was secured in the handle slot. There was no evidence from the manufacturing review to indicate that a device malfunctioned because of a process related defect. It is possible that procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied), could have resulted in the inability of the device to deploy the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus to strangle the hemorrhoids procedure performed on (B)(6) 2023. During the procedure, the bands were stuck. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus to strangle the hemorrhoids procedure performed on (B)(6) 2023. During the procedure, the bands were stuck. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.